Manufacturer narrative:
The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and exchange from textured to smooth breast implants.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening on posterior and sharp broken on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.